Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient couldn't get the external controller to charge the ins. The patient stated that the controller had a hard time finding the implant and when they did get the controller to find the implant, the implant wouldn't charge. The patient said that the equipment had been working pretty good until a couple days ago. The manufacturer's patient services specialist (pss) asked the patient if they had seen any error messages when trying to recharge the implant; the patient confirmed that they did, but they didn't recall the error messages. The patient confirmed they last successfully charged their implant a couple days ago. The patient attempted an implant charge session to see if they could recreate any of the messages but the patient came across no device found. The patient pressed recharge to go through passive recharge mode. Patient then saw the batteries screen with the controller at 80% and the implant in the red with recharging excellent indicated. After several minutes, the controller depleted to 70% but the implant did not increment in charge. During the call, the patient confirmedno visible damage to the recharger cord and controller charging port. The patient reset the controller. The patient attempted another implant charge session and was recharging excellent with the controller at 70% and the implant in the red. Pss reviewed information and advised the patient to monitor the issue, to write down any error messages, and call patient services back if the issue persisted. Patient noted that they had an appointment with their pain management doctor tomorrow. The patient called back and reported previously documented information. The patient said they continued trying to charge the ins after the earlier call, and it kind of 'went back and forth' with connecting and charging excellent, losing connection, and showing no device found. The patient said they previously had stimulation off because the charge was too low in the ins. They got to 60% charge in the ins and controller was down to 40% while on call. The patient said they were unable to get past 60%, so they stopped trying. When they would reset controller by removing battery, then unplug and re-plug the recharger, sometimes the controller would not identify the recharger had been plugged in and stayed on their home screen. The patient examined the connection pins of controller port and recharger plug once more, and nothing appeared damaged. Pss asked, the patient confirmed the controller otherwise charged from ac power without issue. The patient had been trying to charge with ins centered in hole of recharger - agent reviewed a solid portion of paddle over top of ins would result in better connection; however, the inconsistency of the controller identify the recharger being plugged in was a persisting issue. A replacement recharger was sent out. No patient symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) h3: product ID: 97755-s, serial/lot #: nlf146362n was returned for analysis. Analysis found there was a recharger antenna failure and the controller would not power on with the recharger (rtm) connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.